Event description:
It was reported that the patient was admitted to the hospital with a small bowel obstruction and sepsis. The anchorfast endotracheal tube holder was applied on (B)(6) 2014. On (B)(6) 2014, the patient was found with dark bruising to a three inch area of the upper lip. A slight bloody ooze was noted in the same area against the teeth.the respiratory therapist removed the anchofast device and replaced it with an alternate holder. The lip injury was noted to be a full thickness injury and santyl enzymatic ointment for debridement was applied. The injury was noted to be healing.

Manufacturer narrative:
The root cause of the pressure injury could not be determined. Re-inservicing has been provided to the facilityby hollister and further inservicing is scheduled.